Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
This is the first of three reports (same pt, same product, product lot number unk, different incidents/occurrences). The customer reported three incidents in which the staff had closed the stopcock on the pt line (normally used for cerebrospinal fluid (csf) sampling) in order to transport patients. Subsequent to the pt transport, the clinicians did not reopen the stopcock. This inaction resulted in very high intracranial pressure (icp) and herniation. There were no deaths reported. Additional info was requested and on (B)(4) 2013, the following was provided: it was clarified by the customer that all three of the reports were on the same pt, however each time there were different nurses caring for the pt. On (B)(6) 2013, a (B)(6) male pt with an underlying medical condition of posterior fossa tumor was transported at 1400 hours. The pt's icp reading prior to being transported as well as the pt's icp reading (reported as high icp since the stopcock was not re-opened) following the transport were not provided since he was not being monitored at the time. The type/class of brain herniation was unk. There were no relevant diagnostic test results provided. The signs or symptoms the pt experienced due to the herniation was described as the pt became lethargic with a change in respiratory status and inability to protect his airway. The pt's external ventricular drainage (evd) was clamped for approximately 3 hours before it was discovered and reopened. Time of discovery was at 1715 hours. Once reopened, it drained approximately 25 ml. The pt's neuro status improved but not back to baseline. The pt continued to be lethargic, fussy, and had increased work of breathing with an oxygen requirement. He was transferred to the pediatric intensive care unit (picu) for closer observation of his neurological status and inability to protect his airway. This event caused the pt to spend an additional 10 days in the picu. The pt remains in the hospital with a new evd but is not currently in the picu.